Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was found to have loose hardware on top that could not be fully tightened. The field service engineer replaced it using parts from a return unit for quicker resolution. A general cleaning was performed under the electronics drawer to remove dust and debris, and dried liquid residue was cleaned from one of the upper drawers without affecting functionality. All missing or loose hardware was replaced, the device was wiped down, cable connections were verified to be secure with no physical damage, and the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had random hardware part loose on top. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had random hardware part loose on top. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.